Event description:
The patient reported that she was trying to use the patient programmer (pp) to adjust settings because the implant was not working properly for the patient. The pp was not working. The screen was asking the patient to sync with the implantable neurostimulator (ins). She was attempting to do this, but the pp would not sync. It would just revert back to the sync screen. She replaced the pp batteries with brand new ones. It was then stated that they were borrowed from some sort of meter that was used to check sugar level for diabetics. The patient was instructed to use brand new regular alkaline batteries and to call back if this did not resolve the issue. The implant not working properly was noted to have occurred in (B)(6) 2016 (week and a half ago) and the pp issues were found the day of this report. The patient also noted that they did not have a healthcare provider (hcp). Additional information received from the patient reported that the poor communication screen was seen. She had stopped feeling stimulation in (B)(6) 2016, so she grabbed the pp and this was seen. She had tried new batteries but was getting this screen. The patient had not been recently implanted or had a revision surgery. It was also reported that she had walked through a security screening device in (B)(6) 2016 after they told her that her device was low voltage and would not be affected. She walked through and it caused her a lot of pain. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.